Manufacturer narrative:
Correction: updated with product information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, version: 2.1.0. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the screw deviation had nothing to do with the navigation system.

Manufacturer narrative:
Refer to mfg report# 3004785967-2019-01914, as the issue was associated with the use of an imaging and navigation system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar (lower/mid spine) there were issues with screw placement and there were not enough extenders. Percutaneous pedicle screw (pss) fixation was performed with "e5" using an imaging system and a navigation system. Fixation was performed at "th3/8" (interpreted as thoracic vertebrae level 3 through 8). (Because left pedicle of th5 was fractured, so it was skipped.) A total of eleven screws were scheduled to be inserted, but there were only eight e5 extenders. Therefore, with the imaging system navigation, five screws on the left side and screws on the right side at th4 and th6 were inserted, and a distraction force by the trauma device was applied to the fractured vertebral body th5. On the left side, rods and plugs were placed and final tightening was performed, and the trauma device and extender were removed. After that, images were taken by the imaging system with the extender upright at th4 and th6 on the right side, and t he remaining screws were inserted under the navigation. When images were taken again by the imaging system to check for screw deviation, the th5 and th7 screws (the defective products this time) had deviated inward. Inserting the screws again was attempted, but the pilot hole was already loose, so the rod was placed and final tightening was performed without implantation and the procedure was completed. There was a delay to the procedure of less than one hour.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the th5 and th7 pedicle screws on the right side deviated toward the spinal canal. There was no alleged issue with the screws. The screw deviation was clarified to be an inaccuracy of approximately 2 to 2 mm. The patient reference frame was reportedly placed in th3. There was the possibility the screw deviation was due to inaccuracy or the patient anatomy. Furthermore, there was no possibility that the spine stability issue was due to not having the expected amount of extenders.